Event description:
Further follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the implantable neurostimulator (ins) was ¿not working¿ as it was found to be turned off. Hospitalization was not required for the event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient recently took a fall and believed that the area where her device was, was affected. Since the fall the patient¿s bladder had been ¿regressing¿ and was not sure if this was due to the stimulator malfunctioning or the stimulator having been moved. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or manufacturer's representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concommitant products: product ID 3093-33, lot # v941267, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient. (B)(4).